Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for cardiac monitoring but, according to the reporter, the device's display went blank. A backup device was called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.